Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing the cause for the failure was isolated to a shorted capacitor on the computer/analog pca, which lead to failures of multiple components on the c/a board. The root cause for the defective components could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.